Event description:
Olympus was informed that the endoscopic image became dark during a laparoscopic procedure. The procedure was reportedly changed to open surgery and the procedure was completed.

Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval found that non olympus lamp and lamp life meter were assembled. The output connector of the device was worn and a light guide connector was come off easily which likely caused or contributed to the user's experience. The device was manufactured on june 2005. The worn of the output connector was attributed to excessive usages. This report is being submitted as a medical device report in an abundance of caution.